Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. An x-ray was performed which was unremarkable for a lead fracture. The lead was left programmed to unipolar configuration with normal test results. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this system was still exhibiting out of range pacing impedance measurements on the rv channel and no capture. The caller was trying to program the device for an magnetic resonance imaging (MRI). A boston scientific technical services consultant informed the caller that an MRI with out of range impedances is considered off label. The caller stated there is minimal rv pacing. The caller will discuss the issues with the patient's physician. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.